Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
During failure analysis of a returned user interface assembly, the product analysis technician reported that the ventilator display was dim. There was no patient involvement. The issue was confirmed by the product analysis technician. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to failure in the liquid crystal display.